Manufacturer narrative:
Qn# (B)(4).the reported complaint of misfire/jamming - staples not firing could not be confirmed. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 11 staples remaining in the cover block indicating that the customer fired at least 24 staples. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next two staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. Additional testing was not required as a part of this complaint investigation. A device history record review was performed, and no relevant findings were identified. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler prior to use on patient". No patient involvement.

Event description:
It was reported that "the hcp failed to fire the skin stapler prior to use on patient". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.